Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6)2019 to (B)(6)2020, and from (B)(6)2020 to (B)(6)2020. The continuous glucose monitor was not in use from (B)(6)2020 to (B)(6)2020, and no low blood glucose below 54 mg/dl was entered into the pump during this time period. The continuous glucose monitor was not in use from (B)(6)2019 to (B)(6)2020, and no low blood glucose below 54 mg/dl was entered into the pump during this time period. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced ongoing low blood glucose levels in the 40 mg/dl range; cause was unknown. Customer addressed bg levels with juice. Reportedly, the customer reverted to manual injections for continued insulin therapy.